Manufacturer narrative:
Device evaluation: returned device was received damaged front and rear housing; scratched screen. Unable to download event history log. During the evaluation of the device. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy displayed "cracked rear case, lec 1720, service due 0" no adverse patient effects were reported.

Event description:
Information was received that a smiths medical cadd-legacy displayed "cracked rear case, lec 1720, service due 0" no adverse patient effects were reported. Additional information was received on 03/05/2020 indicating that there was no patient involvement.

Manufacturer narrative:
Patient code updated to 2645.